Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in the lad (left anterior descending) artery; the vessel and lesion characteristics are unknown. The 3.0 x 20mm apex monorail catheter was advanced through a non-bsc guide catheter, over a non-bsc guide wire to the lesion. The balloon ruptured at 12 atm; the duration of the inflation was 8-10 seconds and upon which inflation this occurred is unknown. The patient had no symptoms when the balloon rupture occurred and the balloon catheter was removed without difficulty. The procedure was completed with a quantum maverick balloon. No patient injury or complications were reported. The patient's condition was reported as "ok".